Event description:
The customer reported to covidien that the display was missing segments in the top half of the display. No pt harm was reported.

Manufacturer narrative:
The reported problem was verified. The fault was isolated to the ui board. (B)(4).